Event description:
It was reported that the patient presented post-implant procedure for follow up. Upon review, failure to capture was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.